Manufacturer narrative:
A field service engineer performed testing at the user facility. During testing, it was noted that the device door roller pin was broken. The device door could not be properly closed due to the broken door roller pin. When the device door is not properly closed, the cassette regulator will be opened and the valves will not be closed properly when the device door is closed. The valves must be closed by the device mechanism valve pins in order to prevent fluid from flowing freely through the cassette. The probable cause for the broken device door roller pin was leaving the device door assembly in the open position exposing the device door roller pin to contact damage. This report is being made as part of a retrospective review. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
During testing at the user facility, it was noted that the device door roller pin was broken. Prior to testing, the device had been returned to the biomedical department for an unspecified reason. No tracking information was provided; therefore, specific patient information, device programming, or event details were not available. There were no reports of any adverse patient events or delays in critical therapies while the device was in clinical use. No additional information was provided.